Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, an error code related to the suspected blower fan is failing and needs to be replaced. In addition, the device evaluation found the following unrelated to the reportable issue; missing feet. The customer requested no repairs be done at this time. The unit is not in service. And will be returned unrepaired.